Event description:
Pt with history of obesity, multiple medical problems in ICU, with tracheostomy, ventilator dependent, long length of stay. To or for gastrostomy & insertion of permanent feeding tube. A foley catheter used. Tube came out & reinserted at bedside eighteen days later. X-ray with contrast taken to confirm placement. On 6/30 CT scan showed feeding tube in abdomen with fluid in the abdominal cavity. To o.r. For exploratory laparotomy & placement of new feeding tube. Postop pt septic, condition deteriorated & pt expired. It is unclear if death is directly related to the dislodging of the feeding tube.